Manufacturer narrative:
The catheter was discarded at the hospital. The customer could not confirm the exact model number; however, model no. 177f75 was indicated as a possibility. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a device history record review could not be performed. User facility / importer report number: (B)(4).

Event description:
The customer indicated that when a pa catheter was pulled back from the pa to svc prior to going on cardiopulmonary bypass, it was noticed that blood was in the inflation syringe. It was also indicated that there were no patient complications. Follow up with the customer indicated that the balloon ruptured into small pieces. The patient did not develop any adverse symptoms from the balloon rupture. The physician indicated that there was a blood filter in use at the time and it was believed that any foreign material could possibly been caught by the filter. At last report the patient experienced no complications related to the balloon rupture.